Event description:
It was reported during the exploratory laparoscopic lymph node dissection, the lcs15 emitted the solid tone and did not work properly. The case was completed with another lcs15. There was no consequence to the patient.